Event description:
It was reported that the insulin pump dies, changes the battery and customer finds that she has no insulin. Customer did not realize the insulin pump was not working. The blood glucose reading is 127 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.